Event description:
The customer stated that his blood glucose readings had been higher than usual. He also alleged that he performed a control test and received a result of "hi." While troubleshooting, the customer performed another control test and received a result of "hi." The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.